Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during a bolus and basal delivery. The customer's father stated that the customer had already reverted to a back-up plan for treated per doctor's instructions. The customer's blood glucose was 420 mg/dl. The caller was advised to change the set as soon as possible and to call back if the issues persisted.